Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc investigated the subject device and found that the reported phenomenon could not be duplicated and there was no abnormality on the exterior. The probable cause is as follows. The endoscope had damage. There was the poor contact or insufficient connection due to the dirt on the electrical contacts of the endoscope. The electrical circuit board which had the endoscope detection function had accidental failure due to some cause. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause has been under evaluation/investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified therapeutic procedure using the subject device, the camera head and the endoscope, the scope communication error e226 occurred and the endoscopic image turned to the color bar image automatically. The user used the subject device as it was and replaced the camera head device and the endoscope to another devices, and completed the procedure. There was no report of patient injury associated with this event.